Manufacturer narrative:
This is one of twelve manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-04601, 2015691-2024-04603, 2015691-2024-04604, 2015691-2024-04605, 2015691-2024-04606, 2015691-2024-04607, 2015691-2024-04608, 2015691-2024-04609, 2015691-2024-04610, 2015691-2024-04611, 2015691-2024-04612, 2015691-2024-04613.

Manufacturer narrative:
This is one of twelve manufacturer reports being submitted for this case. Reference article baudo, massimo, et al. "Improved hemodynamics with self-expanding compared to balloon-expandable transcatheter aortic valve implantation in small annulus patients: a propensity-matched analysis." The american journal of cardiology 221 (2024): 9-18. In this case, the exact valve model number is not available. Therefore, sections d1 and d4 of this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with the edwards sapien transcatheter heart valves mentioned in the article are: p140031- edwards sapien 3 transcatheter heart valve; p140031 edwards sapien 3 ultra transcatheter heart valve system. The dates of the events are unknown; however, according to the article the study period was from january 2018 to december 2022. For this reason, the first day of the reported study period ((B)(6) 2018) was used as the occurrence date. Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. The IFU cautions that incorrect sizing of the valve may lead to residual gradient (patient prosthesis mismatch). Patient prosthesis mismatch (ppm) has typically referred to a situation in which the effective valve area after surgical valve replacement is less than that of a normal human valve. In the aortic position, severe ppm is defined by an indexed effective orifice area of less than 0.65 cm2 over m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2 percent and 20 percent. Literature review suggest that predictors of ppm after surgical aortic valve replacement include older age, female sex, hypertension, diabetes mellitus, renal failure, larger body surface area, larger body mass index, and the utilization of a bioprosthesis. Furthermore, the presence of ppm is prognostically important because ppm results in higher valve gradients and increased perioperative and overall mortality. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment. The IFU cautions that residual mean gradient may be higher in a thv in failing prosthesis configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest, the article did not provide details of the events, therefore, the cause of the events could not be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported, per article "improved hemodynamics with self-expanding compared to balloon-expandable transcatheter aortic valve implantation in small annulus patients: a propensity matched analysis". A total of 1,170 tavi procedures were performed in our center between 2018 and 2022. The following events were regarding either the sapien 3 valve or the sapien 3 ultra valve: 2024-13131-16-20 cases of severe patient prothesis mismatch.